Manufacturer narrative:
(B)(4)

Event description:
The lv pacing threshold is greater than 3.5 v. The lv threshold was 3.5 v @ 1.5 ms, but for study protocol it was tested at 0.4ms and the result was 4.8 v @ 1.5 ms. No action was taken and no adverse patient side effects have been reported.

Manufacturer narrative:
On (B)(6) 2016 - update: the reason the lv lead was programmed at 4.8 v 2 1.5 ms was to eliminate phrenic nerve stimulation.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
This lead was explanted and replaced on (B)(6) 2016. The UDI has been corrected. Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual and electrical inspection. During the visual inspection, cuts in the insulation were found. It is reasonable to assume, that the cuts resulted from the explantation procedure. Further analysis of the lead did not reveal any irregularity that might have contributed to the reported clinical observations. The values of the parameters measured during the electrical analysis were within the technical specifications. The analysis did not reveal any sign of a material or manufacturing problem. Biotronik monitors the post-market performance of its products closely in order to identify any trends that may reveal over time a potential manufacturing or design issue. The historic performance of the product involved in the current case does not at this point reveal any such trend. For this reason we encourage close dialogue between clinicians and our product experts in order to explore all options to minimize any such occurrences in future.

Manufacturer narrative:
On (B)(6) 2016 - this lead was explanted and replaced on (B)(6) 2016.

Manufacturer narrative:
5/16/2016 - update: the reason the lv lead was programmed at 4.8 v 2 1.5 ms was to eliminate phrenic nerve stimulation. 6/6/2016 - update: at the 12 month follow up visit on (B)(6) 2016 the patient stated the phrenic nerve stimulation was "better." On (B)(6) 16 the patient called stating the phrenic nerve stimulation was much worse and that she has not slept for almost a week. Patient seen on (B)(6) 2016 and lv was programmed off at the request of the patient.